Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a revision procedure wherein the lead was replaced. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.